Event description:
It was reported that during an atrial flutter left (l-afl) procedure, there was a pericardial effusion and cardiac tamponade and pericardiocentesis was performed on the patient. The patient needed 3 days hospitalization. Additional information was requested, but no response has been received.

Manufacturer narrative:
The concomitant product:carto 3: model# m-4800-01, serial # (B)(4), (B)(4).

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).